Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lower anterior resectioning procedure, the powered stapler stopped firing after 1 cm. The button of the device was pressed repeatedly but the device did not fire. The reload was removed from the tissue with no issue, but a foreign string like material was noticed protruding from the jaws of the reload. The surgeon had a reload tested on the device outside of the patient and it functioned properly. To complete the procedure, a new reload was used on the same device handle successfully. Additional tissue resection occurred as a result of the product issue. Surgical time was extended by less than 30 minutes. No further injury.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the reload noted that it was partially fired and had a deformed anvil mechanism. Replication of the deformed anvil clamping mechanism may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was anticipated misuse that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.